Event description:
Per operative report: the mitral valve and the mitral annular tissue had "burst" (torn?) Over a distance of 3 cm. There were multiple hemorrhage sites with extremely fragile tissue. The surgeon felt that the pt's death was not caused by the valve, but was due to the pt's weak tissue, which made the operation in general very difficult.